Event description:
Information was received from a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the handset and communicator were not working. The handset was unresponsive and they tried resetting it and plugging it into the ac supply, but nothing happened. It was further reported that the communicator was not charging. The date (B)(6) 2025 is considered an approximate onset/date of event as specific month and year are known only. At the time of the report the agent had the patient plug the communicator into the ac supply, and the patient confirmed that no lights were blinking on it. The patient also tried using different cords, but the communicator still did not charge. The issue was not resolved. The agent submitted a request to repair to replace the communicator and redirected the patient to hcit for the handset issue. No patient symptom was reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 09-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Device code a13 and component code g02010 are not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: tm90t0- analysis found that the device's micro usb port was loose, it passed bench testing, and an electrical failure was found /trs 210004.1/push button led on/0/bool/1/1/fail/2/. The device was taken out of service and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.